Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing uncomfortable stimulation in his left abdominal region when the scs sys is turned on. High impedances on the lead were identified. The pt also reported experiencing new pain in his right leg. Surgical intervention will be undertaken at a later date to address this issue.